Event description:
Hold for th 4.14a user facility submitted a repair request to the olympus service center, for an evis lucera elite colonovideoscope, exhibiting e315 scope err unsupported scope. Upon inspection and testing of the returned device, the scope exhibited e315 scope err unsupported scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to corrosion on endoscope connector, e315(scope err unsupported scope) occurs, due to a pinhole on ch-tube, water tightness lost, connecting tube coating peeling, connecting tube scratched, distal end scratched/dented, adhesive around light guide lens peeled, light guide lens cracked, objective lens scratched, adhesive around objective lens peeled, image guide protector scratched, scope connector deformed, protector of universal cord on control section side scratched, universal cord wrinkled/scratched, universal cord sticky, switch 1 wear, switch 3 scratched, paint on suction cylinder peeled, due to damage on flexibility adjustment ring, flexibility adjustment function did not work, light guide bundle slipping down, scope connector dirty due to water leakage, scope cover dirty due to water leakage, control unit dirty due to water leakage, adhesive on angle rubber had white-clouded area, adhesive on angle rubber cracked/chipped, angle rubber scratched, due to wear of angle wire, the play of up/down knob out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a pinhole on j-tube, water tightness lost, connecting tube discolored, and scope ID not displayed. The faulty parts were replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. It is suggested that the user handle the device in accordance with the instructions for use (IFU) continuously. Olympus will continue to monitor field performance for this device.